Manufacturer narrative:
Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an interspinous process decompression at l4-l5 to treat lumbar spinal canal stenosis (lscs). According to the report, a "revision surgery is under consideration because the patient's symptoms did not improve" post-operatively. No further information was reported.